Event description:
It was reported that this right atrial (ra) lead was fractured. It was discovered upon interrogation of the device for magnetic resonance imaging (MRI). Boston scientific technical services (ts) advised to have cardiology and device care done by a physician. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.